Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 28mm synergy xd drug-eluting was advanced for treatment. However, during initial inflation at 11 atmospheres for 15 seconds, an image of contrast agent flowing at the lesion part was noticed and a balloon pinhole was noted. After deflation the balloon was removed, and a non-compliant balloon was crimped into the vessel. Upon checking the balloon, a leakage from the tip and base of the balloon was observed. It was also noted that the tip was slightly bent since the opening of the package. The procedure was completed, and no patient complications were reported. The patient was in good condition post-procedure.